Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was condensation, a small amount of liquid, on the inside of an unspecified quantity [at least ten (10)] of large volume folfusors. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 07, 2022 to november 09,2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a substance on the inner wall of the device which appeared to be silicone oil (not condensation). The reported condition was verified. The cause of the condition could not be determined from the photograph, however, the probable cause was likely due to silicone oil in which a small amount may have dripped on the interior wall of the cover during the manufacturing process. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied in a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover/housing contact. Therefore, silicone oil inside the cover would be an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.